Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness and or headache, asthma new or worsening, inflammatory response and cancer while using the device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness and or headache, asthma new or worsening, inflammatory response and cancer while using the device. Medical intervention was not specified. No additional information can be requested at this time. The ventilator was returned to the product investigation laboratory (pil) for evaluation, and pil was unable to confirm any cause related to a defect, malfunction, or any failure in or of the suspect trilogy 100 ventilator. During evaluation pil observed some foreign materials indicative of contamination at various sites of the unit, including the within and around the airflow outlet port. The unit was connected to an mfts where tech verified failures for control pressure and monitor pressure. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. The sensor board of the unit drifted out of spec due to contamination issues.